Event description:
It was reported the lead migrated. It was later reported the displacement was due to non-compliance of the patient. No intervention was noted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).